Event description:
Patient reported capsular contracture baker grade unknown with "super tight, back was really tight, my posture was being pulled forward due to the capsular contracture, implants not being able to drop, created my chest muscle to continuously be tight and never relax, felt hard". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.